Event description:
Customer reported a light brown fluid leaking from table and the table won't move in any direction. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the liquid was irrigation fluid from the procedure, and the leg extension was not properly locked, preventing movement. System operates as intended. This MDR is related to ge healthcare.